Event description:
It was reported that the patient experienced a pericardial effusion. The right ventricular (rv) and atrial leads were repositioned due to a possible micro-perforation. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).